Manufacturer narrative:
The field service engineer checked the wash station and detergent. The engineer found probe tubing was cracked. The cracked part of the tubing was cut. No further issues have occurred after these actions were performed. The investigation determined the service actions resolved the issue. Phone number was provided as (B)(6). Fax number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The reporter also noted that total protein controls were outside of range high. The sample initially resulted with a creatinine value of 291.4 mg/l. The sample was repeated on 14-oct-2020, resulting with a value of 10.5 mg/l. The creatinine reagent lot number and expiration date were requested, but not provided.